Event description:
A malfunction alarm labeled "malf 0" was reported. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to report any future reoccurrences of the malfunction.